Manufacturer narrative:
This report is a response to medwatch report #mw5184947 which was received by amt from the FDA on 04/06/2026. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Since the device was not available for return, a visual and functional evaluation could not be performed, and the device failure could not be confirmed. Based on the provided information the reported problem is not believed to have been caused by a manufacturing defect. This is an isolated event as this is the first and only report of its kind. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint #(B)(4).

Event description:
Per the original reporter in medwatch report #: mw5184947, it was reported that the "guidewire perforated dht during placement resulting in the guidewire extending out the side of the dht and into the stomach".